Event description:
It was reported by service report that the foot siderail was not locking in the upright position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Glide rod. Siderail timing link. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.